Event description:
It was reported that the customer received a continuous glucose monitor error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided detailed instructions on resetting the pump, and after following these steps, the customer successfully started their sensor session without further issues.